Manufacturer narrative:
The broken sutures were requested to be returned for evaluation, however only the unused/unopened sutures from the same lot were returned to gore, the broken sutures used in the procedure were reportedly discarded at the facility. The engineering evaluation stated: since the three broken devices were not returned, no images could be taken. The reported issue could not be confirmed. Existing controls to prevent occurance of reported issue: each fiber lot is qc tested for the knotted suture tensile strength characteristic. The knotted suture tensile strength test for the associated cut fiber lot 20859136 was reviewed and was confirmed to meet all acceptance criteria. 100% of devices undergo visual inspection at cutting. The thread is inspected for damage or any abnormal condition that would produce a tensile strength anomaly. If the requirements of these inspections were not met the thread would have been rejected. Risk documents review: the suture process fmea addresses harms associated with process failure modes that could result in fiber breaks. Other tasks for the event: manufacturing records were reviewed and indicated that the reported lot met all pre-release specifications. Root cause: based on the information available the reported issue could not be confirmed, and no root cause could be determined.

Manufacturer narrative:
Patient information: patient ID, weight, age: the information was requested but not available. The broken devices were requested for evaluation, however they were reportedly discarded.

Event description:
On (B)(6) 2020, gore-tex® sutures were used in a dental surgery. It was reported that three sutures from the same lot broke during the procedure. Another suture from the same lot was used to complete the procedure. No patient adverse event was reported.